Event description:
As reported, the balloon of this swan ganz catheter did not deflate. The catheter was changed by a new one. Patient demographics not available. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The swan ganz catheter involved in this event was received by our product evaluation laboratory for a full analysis. The report of "balloon did not deflate" could not be confirmed. Balloon inflated clear, concentric, and remained inflated for 5 minutes without leakage. No visible damage or deterioration was found from the balloon latex and balloon bonding sites. The balloon deflated within 3 seconds without syringe. Maximum deflation time from full capacity is 4 seconds per internal specification. All through lumens were patent without leakage or any sign of occlusion. No visible damage was observed from catheter body or returned syringe. Additionally, the IFU (instructions for use) was reviewed and remains adequate, it stated to "passively deflate the balloon by removing the syringe from the gate valve". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.